Event description:
It was reported that while slitting the lead catheter, the physician cut his finger with the slitter. A new slitter was used and no further complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The slitter was returned, analyzed, and visual analysis indicated implant damage. (B)(4).